Manufacturer narrative:
The lead was extracted due to dislodgement. As received, a complete lead was returned in one piece with helix found clogged with blood. After cleaning, the helix was able to extend and retract. The helix was measured to be within normal specifications. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies. The reported events of high pacing impedance and failure to sense were not confirmed.

Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the atrial lead had high pacing impedance and was failing to sense atrial signal. Chest x-ray was completed to confirm the lead was dislodged. Therefore, the lead was explanted and replaced. Patient was stable prior and after the procedure.